Manufacturer narrative:
The device was returned and the investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that while a patient was wearing a pod for 11 hours the patients blood glucose level reached 396 mg/dl. The mother of the patient followed the advice of the doctor to give correction doses by syringe of 2.5 units of insulin in which she administered at 9:40 am. Upon checking the patients blood glucose after the correction the level was 189 mg/dl. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).